Event description:
It was reported that the customer had unexplained low blood glucose of 24 mg/dl because her insulin pump was over delivering. Caller stated that the customer had 70 units of insulin active in her body. Caller stated that she was treating with glucose tablets. Verified programming and found that the bolus history was incorrect. The insulin pump delivered 20 units of insulin when customer's blood glucose was 113 mg/dl. Also found that 300 carbohydrates were entered into the insulin pump several times. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.